Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer was hospitalized for a blood glucose under 20 mg/dl. The patient was treated with two or three glucagon shots, orange juice, crackers, and a sandwich. The patient's blood glucose increased to 86 mg/dl. During troubleshooting, there were no confirmed anomalies on the insulin pump. The insulin pump was not returned for analysis.